Event description:
The customer called to report repeated no delivery alarms. The customer's blood glucose reading was 146 mg/dl during the phone call. Troubleshooting was performed and the insulin pump passed the prime test. The customer felt uncomfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of the specification range during the occlusion test due to a faulty force sensor. The insulin pump passed the displacement, basic occlusion and excessive no delivery alarm tests.